Event description:
It was reported that the procedure was to treat a totally occluded lesion in the mid left anterior descending artery with moderate tortuosity and calcification. Pre-dilatation was performed and the 3.0 x 28 mm xience v stent was implanted at the lesion; however, a proximal edge dissection occurred which was treated with a 3.0 x 23 mm xience v stent. Patient was discharged routinely. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The reported dissection listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure.